Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: the complaint device has not been received for product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-00967. It was reported that following a stenting treatment procedure, the patient experienced restenosis, angina and chest pain. The patient had a known history of medical vessel disease that had been treated medically. However, the patient presented due to recurrent chest pain and was referred for cardiac catheterization which revealed a chronic total occlusion in the proximal right coronary artery (rca). The lesion was 100% stenosed and 18mm long lesion with a reference vessel diameter of 2.25mm. The lesion was treated with placement of 2 overlapping stents. A 2.25x12mm taxus liberte stent was implanted proximally and a 2.25x16mm taxus liberte stent was implanted distally resulting in 10% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel. (B)(6) 2010: the patient was initially pain free after the index procedure. However, during cardiac rehabilitation, she developed severe recurrent chest pain. Follow up cardiac catheterization including intravascular ultrasound (ivus) revealed the taxus liberte stents previously placed in the rca were patent, but that there was 50% stenosis of the mid rca and 60-80% stenosis of the distal rca. This was treated with placement of 3 additional stents in the mid and distal rca. In order of proximal to distal: 2.25x12mm taxus liberte, 2.25x32mm taxus liberte, and 2.25x20mm taxus liberte. The final outcome following post dilation was 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged 1 day later on aspirin and prasugrel. It is the opinion of the physician that this event is unrelated to the (B)(4) stents.